Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 200-300 mg/dl range. The customer changed the supplies on the pump. A correction bolus was delivered and the basal rate was increased to address the bg level. A cause for the occlusions was unable to be determined as the supplies had been changed. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected.